Event description:
New information received notes that there was another incidence of the patient's right ventricular lead and atrial lead exhibiting noise. No intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01305. It was reported that when the patient presented at a follow-up in-clinic, reproducible lead noise was noted on the right atrial and right ventricular leads. Due to the patient being non-dependent, the leads will be monitored. The patient is stable.